Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported primary audible alarm post alarm was evidenced in the event history log. The alarm was reproduced during power up. The issue occurred because the high profile c9 had broken off from the interconnect board. This was the case because the pump had been dropped or mishandled by the end user. A user interface issue was established as the root cause. The interconnect board was replaced.

Event description:
It was reported that the medfusion pump exhibited a primary audible alarm. The speaker needed to be changed. No patient injury or complications were reported in relation to this event.